Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where it was reported that sensor broke during removal procedure. The event happened on (B)(6) 2026. According to the hcp, the sensor broke during an attempted removal using the clamp from the vygon kit and a magnet. The sensor had been implanted in the left arm. The user was doing fine. It was confirmed that not all the pieces of broken sensor were removed.an RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
On feb 3rd, 2026, senseonics was made aware that a sensor broke during the removal procedure. Event happened on 29-jan-2026. According to hcp, the sensor broke during an attempted removal. An RMA was approved to return the broken sensor to senseonics for further investigation. At the time of closure of this complaint the sensor was not received at senseonics. However, the reported event could be confirmed from the visual evidence provided by the customer. Not all pieces of the sensor were confirmed to be removed. An associated case (MFR#: 3009862700-2026-00374) was created to document the removal of the remaining piece. The root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor.